Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00099. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while the patient was under sedation for a therapeutic endoscopic retrograde cholangiopancreatography, the user was using the cutting wire to cut the papilla and the cutting wire perforated the patient's bile duct. The procedure ended once the perforation occurred and the patient was taken to another room to address the perforation.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the approved final investigation as well as to correct b5 of the previous supplemental report. Upon further review, a stent was placed in the patient, not stents. Updated fields: b5, b7, h6, h11. The device was not returned to olympus for inspection. The manufacturing date was november 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was discussed that a likely factor causing perforation might be the following: 1. The distal end of the insertion portion was forcefully pushed against the body tissue. 2. The condition of the patient¿s tissue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient currently has no issues and was seen in office with no complaints.

Event description:
It was reported that stents were placed in the patient and hemoclips were used to close perforation.

Manufacturer narrative:
Additional information was provided by the customer that stents were placed and hemoclips were use to closed the perforation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.